Event description:
The customer received a blood glucose reading of 280 mg/dl from her contour and a reading of 130 m/dl from another meter. The difference between the readings falls in the "c' zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement strips were sent to the customer.